Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels during the night. Customer did not provide a bg value, and stated they were not aware that bg levels were dropping due to the pump volume not being loud enough. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.